Event description:
Reportedly, pt expired in 2007, after an implant date of eleven days earlier, due to unk reasons. Unk if pt death is device related. Info received from ipr. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.